Manufacturer narrative:
Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a lesion in the calcified, chronic totally occluded, superficial femoral artery. The artery was prepared per the instructions for use and with atherectomy. The 5x40mm supera self-expanding stent system (sess) was advanced and the stent was deployed; however, the stent did not fully appose to the vessel wall due to plaque and calcium. During removal of the sess under fluoroscopy, the tip of the nose cone separated. The nose cone remains in the patient anatomy and no treatment was performed. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip detachment was confirmed. The stent not apposing to the vessel wall could not be confirmed as it was based on procedural circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product issue. The investigation was unable to determine a cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: expiration date.